Event description:
During transportation of a patient from one critical care unit to another, the avea ventilator's battery unexpectedly died after less than five minutes. The ventilator was immediately removed from service and patient was placed on a different avea ventilator. No adverse outcome to the patient.biomedical engineering received the ventilator and replaced the battery, charged the battery and the ventilator passed testing. The ventilator was placed back in service. A biomed technician recently attended service school sponsored by the manufacturer. The manufacturer suggested adding the procedure of testing and cycling the batteries every 180 days. This was not being done every 180 days and so this step was added to the preventive maintanance task list for the ventilators.